Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID: 2134265-2016-12035 and 2134265-2016-11506. It was reported that stent thrombosis occurred. The 100% stenosed, totally occluded target lesion was located in the non calcified right coronary artery (rca). Thrombus aspiration was performed with a suction catheter and a small amount of red thrombus was aspirated. Then a 4.0x28mm and a 4.00x16 synergy¿ drug-eluting stents were implanted in the mid to proximal rca. Coronary angiography was performed and revealed a stenosis remained in the distal area. A 4.00x12mm synergy¿ drug-eluting stent was implanted ahead to overlap the implanted 4.0x28mm stent. When the stent was checked by intravascular ultrasound(ivus), there was a crimp problem of the implanted stent in the proximal rca. Post-dilatation was then performed using a 5.0mm balloon catheter to treat the damaged stent. During ivus check, a protrusion was seen in the mid rca, but a crimp problem was found on the stent. Slow flow was then observed through angiography. When the patient was about to be put on nitopro using a suction catheter, a timi3 flow was then obtained and the procedure was completed. After that, thrombosis occurred inside the stent . The thrombosis was treated with thrombus aspiration, plain old balloon angioplasty using a 3.5mm balloon catheter, administration of drug and another plain old balloon angioplasty using a 3.5mm balloon catheter. No further complications were reported.